Event description:
During a hip arthroplasty performed on (B)(6) 2020, a lima rep noticed a femoral head pusher with product code 9095.11.110, lot# 18ar00e to be chipped. It was reported that the instrument had been probably morphed out of shape due to repeated impacts on previous surgery (note: the femoral head pusher is a reusable instrument) and there was no consequences at all for the patient during this surgery (completed successfully). According to the complaint source, the issue was to be reported to the company to avoid having this pusher used during other surgeries (even if no pieces were missing off it). Estimated number of uses of the component: around 20 times. Event occurred in australia.

Manufacturer narrative:
By checking the DHR of the lot# involved, no pre-existing anomaly was detected. No similar complaints reported on the same lot number. The instrument involved was not available to be returned to limacorporate for further analysis. We received a picture of the instrument and a deformation of the shape was evident. Based on the very few info provided, no definitive conclusion can be drawn on the causes of the instrument's deformation. This event cannot be classified as adverse event. Pms data: no similar intra-operative issues were reported to limacorporate so far on a total of (B)(4) pieces placed on the market with product code 9095.11.110. No specific corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any future similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the DHR of the lot involved, no pre-existing anomaly was detected. This is the first and only complaint received on this lot. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred during hip arthroplasty performed on (B)(6) 2020. During surgery, the femoral head pusher (product code 9095.11.110, lot #18ar00e) was damaged from the picture and from the information reported, it is not clear if the component chipped or got deformed. There were no consequences for the patient and no prolonged surgery time. Event occurred in (B)(6).